Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01249.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and ruby coil detachment handle (handle). During the procedure, the physician reported that the coil would not detach. The ruby coil was therefore removed. The procedure was completed using another ruby coil and the same handle. There was no report of an adverse event to the patient.